Event description:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("chronic abdominal pain"), hot flush ("hot flashes"), infection ("frequent infections"), dental caries ("tooth decay"), anxiety ("anxiety"), menstruation irregular ("irregular menstrual cycle"), menorrhagia ("heavy menstrual cycle") and allergy to metals ("allergic to nickel"). The patient was treated with surgery (laparoscopy and bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, hot flush, infection, dental caries, anxiety, menstruation irregular, menorrhagia and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, dental caries, hot flush, infection, menorrhagia, menstruation irregular, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("chronic abdominal pain"), hot flush ("hot flashes"), infection ("frequent infections"), dental caries ("tooth decay"), anxiety ("anxiety"), menstruation irregular ("irregular menstrual cycle"), menorrhagia ("heavy menstrual cycle/abnormal bleeding"), allergy to metals ("allergic to nickel"), procedural pain ("sore"), post procedural haemorrhage ("bleeding"), migraine ("migraine headache"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity") and was found to have weight increased ("I was 150 and now I'm 203 lbs"). The patient was treated with surgery (laparoscopy and bilateral salpingectomy with removal of essure coils / tubes removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, hot flush, infection, dental caries, anxiety, menstruation irregular, menorrhagia and allergy to metals had resolved and the weight increased, procedural pain, post procedural haemorrhage, migraine, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, autoimmune disorder, dental caries, hot flush, hypersensitivity, infection, menorrhagia, menstruation irregular, migraine, pelvic discomfort, pelvic pain, post procedural haemorrhage, procedural pain and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: bilateral occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received. Event:migraine headache, auto immune disorder nos, hypersensitivity were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("chronic abdominal pain"), hot flush ("hot flashes"), infection ("frequent infections"), dental caries ("tooth decay"), anxiety ("anxiety"), menstruation irregular ("irregular menstrual cycle"), menorrhagia ("heavy menstrual cycle"), allergy to metals ("allergic to nickel"), procedural pain ("sore") and post procedural haemorrhage ("bleeding") and was found to have weight increased ("I was 150 and now I'm 203 lbs"). The patient was treated with surgery (laparoscopy and bilateral salpingectomy with removal of essure coils / tubes removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, hot flush, infection, dental caries, anxiety, menstruation irregular, menorrhagia and allergy to metals had resolved and the weight increased, procedural pain and post procedural haemorrhage outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, dental caries, hot flush, infection, menorrhagia, menstruation irregular, pelvic discomfort, pelvic pain, post procedural haemorrhage, procedural pain and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: bilateral occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new event bleeding and sore was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("chronic abdominal pain"), hot flush ("hot flashes"), infection ("frequent infections"), dental caries ("tooth decay"), anxiety ("anxiety"), menstruation irregular ("irregular menstrual cycle"), menorrhagia ("heavy menstrual cycle"), allergy to metals ("allergic to nickel"), procedural pain ("sore") and post procedural haemorrhage ("bleeding") and was found to have weight increased ("I was 150 and now I'm 203 lbs"). The patient was treated with surgery (laparoscopy and bilateral salpingectomy with removal of essure coils / tubes removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, hot flush, infection, dental caries, anxiety, menstruation irregular, menorrhagia and allergy to metals had resolved and the weight increased, procedural pain and post procedural haemorrhage outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, dental caries, hot flush, infection, menorrhagia, menstruation irregular, pelvic discomfort, pelvic pain, post procedural haemorrhage, procedural pain and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: results: bilateral occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine inflammation, fatigue, depression, insomnia, night sweats, dyspareunia, dysmenorrhea and vaginal infection. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("chronic abdominal pain"), hot flush ("hot flashes"), infection ("frequent infections"), dental caries ("tooth decay"), anxiety ("anxiety"), menstruation irregular ("irregular menstrual cycle"), heavy menstrual bleeding ("heavy menstrual cycle/abnormal bleeding"), allergy to metals ("allergic to nickel"), procedural pain ("sore"), post procedural haemorrhage ("bleeding"), migraine ("migraine headache"), autoimmune disorder ("autoimmune disorder") and hypersensitivity ("hypersensitivity") and was found to have weight increased ("I was 150 and now I'm 203 lbs"). The patient was treated with surgery (laparoscopy and bilateral salpingectomy with removal of essure coils / tubes removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, hot flush, infection, dental caries, anxiety, menstruation irregular, heavy menstrual bleeding and allergy to metals had resolved and the weight increased, procedural pain, post procedural haemorrhage, migraine, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, autoimmune disorder, dental caries, heavy menstrual bleeding, hot flush, hypersensitivity, infection, menstruation irregular, migraine, pelvic discomfort, pelvic pain, post procedural haemorrhage, procedural pain and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: bilateral occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2021: mr received: reporter and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("chronic abdominal pain"), hot flush ("hot flashes"), infection ("frequent infections"), dental caries ("tooth decay"), anxiety ("anxiety"), menstruation irregular ("irregular menstrual cycle"), menorrhagia ("heavy menstrual cycle") and allergy to metals ("allergic to nickel"). The patient was treated with surgery (laparoscopy and bilateral salpingectomy with removal of essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, hot flush, infection, dental caries, anxiety, menstruation irregular, menorrhagia and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, dental caries, hot flush, infection, menorrhagia, menstruation irregular, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("chronic abdominal pain"), hot flush ("hot flashes"), infection ("frequent infections"), dental caries ("tooth decay"), anxiety ("anxiety"), menstruation irregular ("irregular menstrual cycle"), menorrhagia ("heavy menstrual cycle") and allergy to metals ("allergic to nickel") and was found to have weight increased ("I was 150 and now I'm 203 lbs"). The patient was treated with surgery (laparoscopy and bilateral salpingectomy with removal of essure coils / tubes removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, hot flush, infection, dental caries, anxiety, menstruation irregular, menorrhagia and allergy to metals had resolved and the weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, dental caries, hot flush, infection, menorrhagia, menstruation irregular, pelvic discomfort, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: bilateral occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new event weight gain was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("chronic abdominal pain"), hot flush ("hot flashes"), infection ("frequent infections"), dental caries ("tooth decay"), anxiety ("anxiety"), menstruation irregular ("irregular menstrual cycle"), menorrhagia ("heavy menstrual cycle"), allergy to metals ("allergic to nickel"), procedural pain ("sore") and post procedural haemorrhage ("bleeding") and was found to have weight increased ("I was 150 and now I'm 203 lbs"). The patient was treated with surgery (laparoscopy and bilateral salpingectomy with removal of essure coils / tubes removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, hot flush, infection, dental caries, anxiety, menstruation irregular, menorrhagia and allergy to metals had resolved and the weight increased, procedural pain and post procedural haemorrhage outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, dental caries, hot flush, infection, menorrhagia, menstruation irregular, pelvic discomfort, pelvic pain, post procedural haemorrhage, procedural pain and weight increased to be related to essure. The reporter commented: plaintiff sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: bilateral occlusion of fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received- new event bleeding and sore was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.